Manufacturer narrative:
Corrected manufacturer's investigation conclusion: the reported event of a damaged modular cable was confirmed via the returned modular cable (lot number 204216). The returned modular cable contained rips/tears in the polyurethane jacket with tape covering them. The modular cable was functionally tested and passed all steps without issue. The modular cable was then tested by measuring the resistance of the individual wires using a digital multimeter and no issues were observed. The returned modular cable was then connected to a known working test system controller and pump without issue. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The tape was removed from the modular cable to reveal rips/tears in the polyurethane jacket. The rips/tears did not penetrate the shielding, bionate layer, and underlying wires. The root cause of the reported event could not be conclusively determined through this analysis. There was incidental finding of slightly kinked underlying wires; this is consistent with excessive bending of the cable causing some of the underlying wires to develop a slight bend. The slight bend in the underlying wires did not affect the functionality of the device. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 204216) was manufactured in accordance with manufacturing and qa specifications. 204216 was shipped to the customer on 17jun2018. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged modular cable was confirmed via the returned modular cable (lot number 204216). The returned modular cable contained rips/tears in the polyurethane jacket with tape covering them. The modular cable was functionally tested and passed all steps without issue. The modular cable was then tested by measuring the resistance of the individual wires using a digital multimeter and no issues were observed. The returned modular cable was then connected to a known working test system controller and pump without issue. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The tape was removed from the modular cable to reveal rips/tears in the polyurethane jacket. The cable was dissected to reveal incidental finding of wire fatigue in the underlying wires and a slight kink was noted in the underlying yellow wire (com b), black wire (gnd a) and green wire (com a) . The conductors were not visible in any of the underlying wires. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 204216) was manufactured in accordance with manufacturing and qa specifications. 204216 was shipped to the customer on 17jun2018. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that modular cable was damaged due to material dissolving and breaking apart. The cable was exchanged.